Event description:
The customer reported that during testing it was noted that the optical switch was damaged which prevented the device from powering on. There was no pt involvement

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse). The reported symptom was confirmed. The issue was isolated to the optical switch, which was replaced to resolve the issue. The device then passed all required testing and remains at the customer site for use. Philips concluded that this was a malfunction of the optical switch.